Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (medical device problem code 1069 has been removed) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced critical error with medtronic and the pump was wet. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the display. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced critical error with medtronic and the pump was wet. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the display. There was a crack in the case of the battery tube side. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap address label missing, missing display window/cover, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). Flashing medtronic logo was observed during analysis due to moisture damage on pcba 1, pcba 2 and motor. Unable to test for critical pump error (open book image) alarm due to flashing medtronic logo. Critical pump error (open book image) alarm unknown. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.